Event description:
It was reported that during a lap cholecystectomy procedure, the clips moved after being placed on tissue. There were no patient consequences. Case completed with another device of the same product code.